Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited noise on both the right ventricular and right atrial lead. Issues with far field oversensing were observed on the atrial lead. It was noted that the right ventricular lead had a fracture and that there was some fraying on the right atrial lead seen via x-ray. The device was reprogrammed. On (B)(6) 2017, the patient presented in clinic for follow-up. All atrial measurements appeared normal and the noise was not reproducible with myopotential testing. It was noted that the patient experienced "shocking" and "picking" from the atrial lead. No further intervention was performed. Patient was stable.